Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows; meter: 1, inratio: 1.1, meter: 2, inratio: 1.1, meter: 3, inratio: 0.9, meter: 4, inratio: 1.5. Customer performed a self test on a non-coumadin user to evaluate 4 meters. One meter result was higher than the other 3 meters with a result of 1.5.

Manufacturer narrative:
Investigation pending.